Event description:
It was reported that the screen of the customer's insulin pump was cracked. At the time of reporting, her blood glucose was 113mg/dl. She was advised to revert to her backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window. No cracks on screen noted.